Manufacturer narrative:
No sample is available for evaluation. Multiple attempts to contact the user facility have been made. No additional information is currently available. Although root cause cannot be conclusively determined for the reported incident, the author states that the overall clinical experience with cormatrix demonstrates a favorable outcome for pediatric patients undergoing cardiac reconstructive surgery. All other patients (526 patients) did not demonstrate graft failure. The IFU for the cormatrix ecm for cardiac tissue repair lists acute or chronic inflammation as potential complications.

Event description:
On october 13, 2015, cormatrix cardiovascular received details of an event involving ecm material. An article titled, "histologic examination of decellularized porcine intestinal submucosa extracellular matrix (cormatrix) in pediatric congenital heart surgery" was published august 20, 2015 in the journal, cardiovascular pathology. This article was discovered during a periodic literature review. All surgical procedures described within the article were performed sometime between 2011 and 2014. This report is being submitted to document case information for the 2nd of 6 cases (5 patients total) with reported graft failure that later required secondary surgery. Details of the event are provided below. It was reported that cormatrix ecm material was used in a rvot procedure for a female patient, (B)(6), that was diagnosed with tetralogy of fallot. The patch remained in-situ for 260 days and then was explanted due to aneurysmal dilatation of rvot patch. Histology results exhibited marked chronic inflammation, marked fibrosis and eosinophils, as well as marked giant cell reaction and neovascularization. Although the exact product information is not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair [i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.] And suture-line buttressing.